Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he was in a business meeting and he believes he was leaning on the insulin pump and it alarmed button error. Customer stated he was able to clear the alarm and it might have been caused because of pressing the buttons. Customer declined troubleshooting and would monitor the insulin pump and call back if issue recurs.